Manufacturer narrative:
(B)(4). Batch # n9387h. Investigation summary: the device was received with loose mount and coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and an alert screen was displayed. Due to the device returned condition not all functional testing could be performed. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Possible causes of the alert screen could be the loose mount. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after cleaning the handpieces the coating material of the housing had flaked off. No abnormalities in the cleaning process which fully met our recommendations for the hand pieces. No consequences for the patient.